Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was requested but is not available. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a lack of suction and suction break during lasik flap creation. Additional information was requested but the reporter does not have any further information.